Event description:
It was reported that the device's cassette was not attached during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D9: device received on 7/31/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal and a damaged flex circuit. The dso seal and flex circuit were replaced to fix the issue.